Event description:
It was reported that pump experienced malfunction code 16 with no notable events before the issue, and customer¿s pump was included in a field correction but customer declined to sign the form. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged replacement pump with updated software.